Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a low light output then emitted a burning smell and smoke. There was no patient involvement; thus no injury or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned f evaluation. Failure analysis: the xenon lightsource was received in used condition with the bezel, mirror and turret damaged due to wear or rough handling. The lens fell out of position causing the direct light to burn the bezel and turret. The mirror was also damaged. Evaluation also noted that the unit was due for power supply upgrade. To address these issues, the power supply was upgraded, the bezel, turret and mirror were replaced. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. It was determined that the damage caused the lens to be misaligned and the heat mirror to be unable to function, causing burning damage to the unit. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.